Event description:
It is reported that the surgeon was not able to snap the articular surface into the tibial plate. Surgery was delayed by 30 minutes.

Manufacturer narrative:
Evaluation summary: evaluation of device concluded that one or both sides of the inner dovetail lips are compressed down indicating that it did not slide under the male dovetail on the tibia plate, instead went over. This may result when articular surface is not correctly placed and oriented before pushing it using inserter instrument. Incorrect insertion technique appears to be the cause of the problem. Device history records indicate all components were manufactured and inspected to specification.